Event description:
The physician intended to use a resolute onyx rx drug eluting stent to treat a moderately tortuous and severely calcified lesion located in the proximal right coronary artery exhibiting 95% stenosis. There was no damage noted to packaging. There were no issues noted when removing the device from the hoop/tray. The device was inspected with no issues identified. The lesion was pre-dilated. The device did pass through a previously-deployed stent. Resistance was encountered when advancing the device. Excessive force was used during delivery. It was reported that as the lesion was severely calcified, cutting balloon was used to prep the lesion. It was stated by the physician that the stent delivery system jumped forward several millimetres from the time the physician took the image before deployment to when the stent delivery system was being deployed. It was also reported that the physician believes that there was energy stored in the stent delivery system and that when the stent was being deployed and the vessel morphology changed, it caused the stent to jump forward by several millimetres. The physician stated that it felt like the entire stent delivery catheter sprung forward during deployment on a bend in a highly calcified artery. The physician also stated that as the balloon was deployed and the vessel was straightened, less torque was then placed on the catheter, causing it to jump forward. No patient injury reported.

Manufacturer narrative:
Image review: the procedural images capture the stent positioned at the proximal lesion site prior to deployment. Post expansion of the stent and removal of the delivery system catheter the stent appears to have moved distally in the vessel. The guide catheter appears to be deeply seated at the ostium of the rca. Post dilation activities are captured on the images. If information is provided in the future, a supplemental report will be issued.